Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device turned off while in use on a patient. It was further reported that the patient was not harmed.

Manufacturer narrative:
The affected device was analyzed by dräger service and the log file was secured for evaluation. Based on the log entries the event likely occurred on 10th june 2024 (device system time). On that day the ventilation was starter by the user at 18:51 and continued with occasional leakage, mv high and disconnection alarms. At 23:00 the device detected a technical failure and the error 00.a008 faulty blower was logged. As a result, the device switched to patient safe mode and generated the high-priority alarm ¿device failure !!!¿. At 23:06 the device was switched off by the user. During the following switch on procedures the error 00.a009 was logged which indicates a faulty blower during power on self-test. During the repair the blower was replaced to solve the issue. In addition, the hepa filter, battery and power supply board were replaced as part of the regular maintenance. After replacement, the device passed all tests according to specification. The carina continuously monitors the status and function of the internal components, sensors, and software modules. If a deviation is detected, an audible and visual alarm is generated. If an unacceptable deviation between measured turbine rotation speed and the set value will be recognized during ventilation the technical alarm "blower defect" (00.a008) will be reported and the device will switch to patient safe mode. In this case the ventilation stops and the high priority alarm "device failure !!!" Will be given. During this time an emergency breathing valve would open allowing spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device turned off while in use on a patient. It was further reported that the patient was not harmed.